Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake (lock) button was unresponsive despite multiple restart attempts and use by a second person, and a replacement was determined to be needed. Symptoms included no device alerts or alarms and no impact to blood glucose. Outcomes included shipment of a replacement device and completion of troubleshooting and education, including guidance to sync data, instructions on shutdown, notice that therapy data would not transfer to the replacement, and confirmation that cgm data could still be received. Investigation included remote troubleshooting and verification that the device was clean and dry. Investigation of this device was confirmed and revealed a nonfunctional sleep/wake button consistent with a hardware failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.